Event description:
Baxter mexico reported a customer noted 6 minicaps which appeared to not have any povidone-iodine in the cap, and 12 minicaps which appeared to be dry. According to the complaint coordinator for baxter mexico, there was no pt injury and no medical intervention.